Event description:
Documented case of fusarium corneal ulcer in a pt using bausch & lomb moistureloc disifectant. She was first seen on november 16, 2006, upon referral from another opthalmologist with a one week history of pain and decreased vision in her left eye. She was currently using fortified ancef drops and fortified tobramycin drops, as well as topical steroid (lotemax) three times a day. She also admitted to swimming with her contact lenses every week. Examination revealed a 1mm x 1-1/2mm defect with an irregular necrotic surface, as well as a paracentral satellite lesion. The anterior chamber had a mild inflammatory reaction. She was cultured and this grew out fusarium. She was started on natamycin ophthalmic solution 5% every hour while awake in the left eye, amphotericin b drops 0.15% every hour while awake, and oral itraconazole 40 mg at the time of examination and then 20 mg once a day. She did well with this regimen and was gradually tapered down and off her medicines. When I last saw her on march 13, 2006 her corrected vision had improved to 20/25 in the left eye.